Event description:
It was reported by the customer that the mattress allegedly slipped from the stretcher when the patient had to get up. It was reported that the patient was found on the floor with the mattress. It was reported that the velcro on the litter of the stretcher had peeled off. No injury or medical treatment has been reported for this event.